Event description:
It was reported by service report that the track is binding due to dirt in the track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.